Manufacturer narrative:
Unit was returned for evaluation. The burning smell and smoke described by the adverse event form could not be detected while testing the newlife intensity 10 oxygen concentrator in question. Visual inspections of the outside and inside of the unit did not find any damage or evidence of a fire. Additionally, functional testing showed that the concentrator operates within its functional specifications, both in its output flow and in its oxygen purity. No abnormal behaviors, smells, or alarms were observed during extended periods of use.

Event description:
This report was originally submitted on 7/24/2019, and is being resubmitted on 5/28/2020 as the original report failed to go through. There was a power outage then the customer noticed smoke coming from the concentrator.

Manufacturer narrative:
Device has been returned for evaluation. If any new information is discovered, a follow up MDR will be submitted.

Event description:
This report was originally submitted on 11/30/2018, and is being resubmitted on 5/21/2020 as the original report failed to go through. There was a power outage then the customer noticed smoke coming from the concentrator.